Event description:
A pt was being taken out of bed by two nurses with the lift. The neck of the lift bent back, swung around and toppled over. The pt was caught in mid-air. The lift tilted and a nurse strained her arm while attempting to protect the pt. This lift was reversed due to improper setup. This lift tilts easily even when correct techniques are used; and the support for the trapeze is at an angle and easily becomes loosened from the base.